Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed alert 38 indicating a motor stall that persisted after multiple restarts, and a replacement ilet was shipped with instructions to shut down the device and return it, while advising continued cgm use via the dexcom app or receiver and noting that pump data would not transfer to the replacement. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included product replacement and planned return of the original device. Investigation included customer service troubleshooting, review of device function based on the reported alert, and preparation for device evaluation upon return. Investigation of this device revealed a suspected motor stall consistent with a device mechanical or drive-train malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the pump motor assembly.